Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It is being reported to us that the surgeon performed 2 similar procedures on the same day, (B)(6) 2011, with similar post operative patient negative presentation. In both procedures the surgeon used one minilok quick anchor plus, w/orthocord and a temporary k-wire (kirschener wire) for fixation. Procedure "a" (accounted for in MDR 1221934-2012-00006) was a ucl repair on a (B)(6) year old female patient. This patient presented on (B)(6) 2011 with redness and pain near the incision scar. The patient was treated with "bactrim", no cultures taken; improvement noted then regressed somewhat and was placed on "cipro": patient continues to be monitored. Procedure "b" (accounted for in this MDR 1221934-2012-00007) was an rcl repair on a (B)(6) year old male patient: this patient presented on (B)(6) 2011 with redness, swelling and pain. At this point, the k-wire was removed and localized I&d was performed with cultures which grew "staph aureus" (report in attachment section). Patient put on bactrim, did well for over one week with recurrence requiring a re-surgery on (B)(6) 2012 at which time a definitive I&d was performed; the minilok anchor was removed, patient underwent curettage of the thumb metacarpal which was consistent with osteomyelitis: the repaired ligament was intact and the patient is being maintained on oral bactrim.

Manufacturer narrative:
(B)(4) days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed (B)(4) other complaint for this lot of devices that were released to distribution; (B)(4). We cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.